Event description:
During a ptca treatment procedure involving intervention on an unspecified coronary artery with the kissing balloon technique, the maverick monorail balloon lost pressure on the initial inflation to nominal atm's. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.